Event description:
A malfunction was reported with a code displayed as malf 9, which did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Technical support provided guidance to reset the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and instructed to contact support if the malfunction reoccurred.